Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6 visual examination of the returned product/provided pictures identified signs of repeated use nicked / gouged and is fractured. All pieces were returned. Visually verified product identifiers. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Device has a potential field age of 10 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country : japan product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad was damaged while inserting the femoral trial during total knee arthroplasty surgery. The surgical technique was utilized. There was no surgical delay. All available information has been provided.